Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with 2 ml of juvederm voluma with lidocaine. Over 3 weeks later, the patient presented ¿hard palpable moveable thread of filler on pre jowl sulcus jawline¿. The event was reported as suspected biofilm on the right pre jowl sulcus. No biopsy confirming biofilm was provided. No treatment has been provided. The outcome is unchanged. The patient has been well since treatment.

Event description:
Additionally. The healthcare professional reported that no biopsy was performed to confirm the "biofilm". The filler has softened at 2 weeks review. The patient is happy with the appearance. The patient will be monitored for any changes.

Manufacturer narrative:
Additional data: